Manufacturer narrative:
E1: patient city: (B)(6), patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in united state. It was reported that patient faced infusion set leakage on (B)(6) 2024.the insertion site was at abdomen and used for 3 hours. The blood glucose was 200 mg/dl at the time of event and treated with manual syringe insulin. No further information available.